Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign material with the incident lot was observed. Evaluation of the customer samples was performed and foreign material was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: needle is dirty the wingset has some greasy looking substance smeared over the clear IV cover. The affected part is the body of the on the underside of the wingset between the wings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: needle is dirty. The wingset has some greasy looking substance smeared over the clear IV cover. The affected part is the body of the on the underside of the wingset between the wings.